Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a lead alert warning on the right ventricular lead for high impedance on the superior vena cava (svc) coil, multiple non-sustained ventricular tachycardia episodes due to noise on the lead, multiple short ventricle-to-ventricle events and a confirmed fracture. The lead was capped and replaced. No patient complications have been reported as a result of this event.